Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the "clip failed to deploy." It is not currently known if this references a failure of the clip to release from the delivery catheter scenario. The procedure was successfully completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be stable following the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, the device was not used past its expiry date. The reported event of clip failed to separate from catheter. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.